Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient was presented with a gradient of 90mmhg, a non-abbott cerebral protection system was placed. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the ds did not have any difficulty during insertion and advancement. The valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc) without recapture. Post-gradient was 12mmhg; moderate paravalvular leak (pvl) was noted. Post-implant balloon valvuloplasty (post-bav) was performed using a 22mm, non-abbott balloon. Post-intervention, gradient was 9mmhg with trace to mild pvl. On the following day, gradient increased to 14mmhg with moderate pvl. The patient current health status is unknown.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.